Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller alleges pump display went entirely blank during use; no error or alert appeared before the display went blank. No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent.